Event description:
As reported via uf/importer report # (B)(4): describe the event or problem: when the crna was attempting to place the spinal, the spinal needle broke off while in the pt's back. The c-section was stopped, and the patient was returned to her room in stable condition. Pt then started to become symptomatic, and it was decided to proceed with the c-section in the main or under general so that neurosurgery could then remove the needle after the c-section.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used partial, broken needle and sheath guard were returned for evaluation. Visual evaluation did show the needle to be broken approximately two inches from the hub; the broken piece was not returned. Since the needle was not defective or damaged upon opening of the kit, and it broke during the procedure, it is not confirmed to be a manufacturing defect. Although part of the needle was broken off, since it was not broken or damaged upon the opening of the kit and it had been used in a procedure, per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User should will be referred to the IFU which states, " do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. If resistance is feltduring advancement of the needle, carefully correct the orientation of the needle but never apply excessive force." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.